Event description:
Procedure: lap assisted vaginal hysterectomy (lavh). According to the reporter, the needle fell out of the jaws of the instrument or jammed in the jaws. There was no harm to the patient. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/31/2015.

Manufacturer narrative:
(B)(4).